Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the initial implant of the right ventricular (rv) lead, the lead demonstrated noise during mapping of intrinsic r-waves without the lead having the helix extended. The lead was removed and replaced. The patient was stable.